Manufacturer narrative:
(B)(4). The hvad is used for treatment not diagnosis. This patient reported dark black tarry stools for one week prior to admission. He was transported to the implanting hospital after testing positive for blood in the stool. Baseline hemoglobin and hematocrit both showed significant decrease. The study patient underwent an egd and findings were normal. A capsule test showed a questionable non-bleeding avm with no other evidence of active bleed throughout capsule exam. Patient was discharged home on medical therapy. The device remained implanted and was not returned to manufacturer for evaluation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) male patient reported experiencing black tarry water stools for one week. He was transported to the emergency room at the local hospital where he tested positive for blood in the stool. He was then transferred to the implant hospital for further workup. The reported relevant labs were as follows: hemoglobin dropped from 14.4 gm/dl to 9.4 gm/dl; hematocrit dropped from 41.2 % to 26.5%; international normalized ratio (inr) was 3.6. Gastrointestinal (gi) service was consulted and an esophagogastroduodenoscopy (egd) was performed with no abnormal findings reported. On 06 nov 2014 a capsule was placed which showed a questionable non-bleeding arteriovenous malformation (avm). There was no evidence of active bleeding throughout the capsule examination. Patient was discharged home on 09 nov 2014 on medical therapy. The device remained implanted and will not be returned to the manufacturer for evaluation.